Manufacturer narrative:
The product has not been received for analysis. Without the receipt of the product, a definitive conclusion cannot be made regarding the clinical observation. If additional information is received, or if the product is received for analysis, a supplemental report will be submitted.

Event description:
Medtronic received information that thirteen years, three months post implant of this mechanical valve in the aortic position, the device was explanted and replaced with a bioprosthetic valve due to aortic insufficiency. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.